Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the printed circuit board board and a system failure of the printed circuity board, the supply pressure sensor does not work properly. The most probable cause is an electrical/electronic component problem identified. The most probable cause of the electrical/electronic problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, the supply pressure sensor does not work properly was observed. The olympus service repair technician indicated that the most likely cause of the supply pressure sensor not working properly was due to a failure in the printed circuit board and a system failure of the printed circuit board. There was no patient involvement.